Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 389 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed correctly. The customer was disconnected during priming. The customer uses novolog insulin. The customer stated that she has not experienced any lifestyle changes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.